Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 9.9-12.8cm from the distal end. The etfe coating was intact at this location.

Event description:
It was reported that during normal device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.